Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. It was found that part of the biopsy valve was broken, and a broken piece of the biopsy valve fell off. It was also confirmed that the broken piece had been retrieved as the shape of the broken piece matches the damaged part of the biopsy valve. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The likely cause was due to component failure of the biopsy valve. The cause of the biopsy valve failure could not be determined. The cause of the damage to the biopsy valve may be that the insertion and removal of the instrument was done at an angle, making it heavier and causing damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic biopsy procedure, a portion of the rubber inside the biopsy valve fell off into the trachea. The fragment that fell off has been recovered by suction. The procedure was delayed due to retrieval for about 2 to 3 minutes and the procedure was competed after switching to a different biopsy valve. There were no further reports of patient harm.